Manufacturer narrative:
Results of investigation: the device in question was not returned. Production records were reviewed and there were no problems with holes in cuffs. A complaint file review showed no prior complaints involving either lot or sub-component's lots. Comments and corrective actions: based on the info available, there have been no mfg errors. The cause of the cuff leak in the first device was most likely encountered during intubation due to contact with a sharp object (for example, a tooth).